Event description:
It was reported that during a sigmoidectomy procedure, the clip did not come out during use. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Ejected clips. Evaluation summary: the analysis results found that the er420 insrument was returned in good visual condition. The insrument was cycled and ejected the remaining clips. The instrument lockout was functional. A batch record review was performed and no anomalies were found during the mfg process.